Manufacturer narrative:
Evaluated 1 open or used reservoir. Inspected reservoir's o-rings or stopper groove for anomalies. None were found. Ran basal, bolus leaking test per as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir no leakage and did not continue dripping insulin after test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer alleging that, the insulin pump was over delivering the insulin. The blood glucose at the time of the insident was 63 mg/dl and was treated with food. The customer was using auto mode function at the time of the incident. The symptoms related to low blood glucose were shaking, sweating, anxiety. The customer stated that, he has to suspend the pump and has to change the settings and nothing was working. The insulin pump and reservoir will be returned for analysis.